Event description:
It was reported that during a balloon kyphoplasty at levels l2 and l4, a pt experienced a cardiac decline during the injection of the bone cement at the second treated level. It was reported there was no evidence of cement extravasation during the procedure. The pt reportedly died five days after procedure.

Manufacturer narrative:
Device not returned, follow up conversation with company rep and reporting physician.